Manufacturer narrative:
A ge service rep performed an on-site investigation. A system reset was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the nav system is sluggish and slow in booting with references to file damage or file error messages. Investigation confirmed that the system was not booting up. There is no report of pt injury.